Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate via email that during a shoulder arthroscopy the vapr tripolar 90 suction elect blocked. The incident occured 5 minutes after the procedure. The surgery was completed with another electrode. The septic risk and the surgical delay were increased.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the device was sent to the supplier for evaluation. The supplier reports indicate: the active tip of the device does show signs of activation, with signs of debris around the active tip. Closer inspection of the suction hole on the active tip shows evidence of debris within. Scratch marks on ceramic but is in an as expected condition. The suction tube of the device appears used with evidence of liquid within. The device has been returned with the suction valve in the closed position. No visible damage on shaft, handle and cable. Cable and plug are visually undamaged. Capacitance, hipot and continuity tests were performed, and all passed. Functional testing was performed and the connection display, default values, available waveforms, minimum and maximum settings available tests passed. Activation testing was done and the ablate and coag tests passed. Flow testing was performed, and this test failed. Initial evaluation of the device confirmed that the suction path was severely restricted. The device was activated several times in order to try and clear the blockage, but this was unsuccessful. A positive and negative pressure was applied to the suction port of the device. This did result in ejecting some foreign matter from within the suction path of the device. The suction flow test of the device was repeated and passed. With the suction path of the device cleared from all the debris, the recorded flow of the device was found to be well within the device specification. From the supplier¿s investigation they were able to confirm the reported suction issue with the returned electrode however no manufacturing defect was found, and we have determined the cause of the reported suction blockage to be normal procedural debris within the active tip which was successfully cleared. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed therefore no containment or correction action related to the individual complaint is required. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device [u1906142] number, and no non-conformances were identified. No further information regarding the cause of the defect has been provided to help determine the actual root cause for this failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).